Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that after a measurement with the reported depth gauge, the surgeon tried to insert a multilock screw in question, however it didn't advance. Under the image intensifier, it was found out that tip of the depth gauge was loose and fallen off in the patient¿s body. The surgeon removed the remained tip and inserted the screw successfully. After that, the surgeon had to measure using a drill. Due to this event, the operation finished with 3 minutes of delay. No patient harm reported (B)(4)

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: an evaluation was performed on the returned device. As per received condition of device; the product is broken between the shaft and the tip. The instrument otherwise is in very good condition. Based on the received information the exact root cause cannot be determined. The device was manufactured according to specifications with no issues or deviations during the process. No product fault could be detected. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.device is an instrument and is not implanted/explanted.no ncrs were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.